Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother called and left a voicemail reporting that the customer's sensor glucose reading did not match the blood glucose reading. The sensor glucose reading was 53 mg/dl and the blood glucose reading was 91 mg/dl. The insulin pump went into threshold suspend mode. The customer tried to be reached by the helpline to no avail. No further details were provided.